Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. Follow up with the customer to get additional information is ongoing. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that the suction on her sonata breast pump was low and the pump was shutting off. The customer alleged she had mastitis and was prescribed an antibiotic.

Manufacturer narrative:
In follow up with the customer on (B)(4) 2018, she indicated that her mastitis was resolved and the replacement pump was working, but gave her an error code and kept disconnecting the phone app. The customer was advised to contact customer service for additional troubleshooting. As of the date of this report, the customer has not contacted customer service. The device was returned and it was evaluated on 02/27/2018. Though the pump was left charging overnight, the battery did not accept the charge. During the evaluation, the pump ran in expression mode, in second phase, for about three minutes then shut off. Because of that, further testing could not be completed to evaluate the customer's report of low suction, though the customer's report of a power issue was confirmed. During the evaluation, minor damage to the power supply was noted and a pc board failure was identified. Refer to attached evaluation.